Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis results found that the device was received for analysis; no reload was present. The device was received with the anvil and the closure trigger in the open position. Upon evaluation, the device could not be fired due to the knife only advanced into lockout region. In order to verify the condition of the internal components the instrument was disassembled. Upon disassembling, one plastic clip was found lodged inside the anvil knife slot at proximal end this, blocked the knife to move up and jump the lockout feature to continue its path forward during firing. The found plastic clip could jam the firing mechanism on its return to home. If the knife is not in home, the device would not open. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects the batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaw could not open after firing. The surgeon using manual firing release lever more than ten minutes to open the jaw. The device was used on vessel, and the blood flowed out after the device was removed. The surgeon changed hand sewing to complete the procedure.